Manufacturer narrative:
(B) (4) - the product was requested to be returned but has not been received. Note: more information was received from the distributor who reported that they gave the customer some other batteries to try in the pager. The customer took the pager and batteries home. The customer has not returned the product to the distributor. The distributor did not take note of the serial number of the pager. (B) (4).

Event description:
The customer claims the alarm is not working even with new batteries and at times it is working erratically. The customer stated that they would press the alarm button and no sound. Then other times it would sound. There was no pt injury reported.